Manufacturer narrative:
Qc had been running low for several weeks. A field service engineer (fse) was dispatched and found that the customer was not using di water that was not millipore and replaced it with di water he had brought. The fse also cleaned the flow-cell and re-struck the carbon bridge. Qc returned to expected range.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously low calcium results generated by the synchron cx5 delta instrument for six patients. Results were not reported out of the lab. Patient treatment was not affected.